Event description:
On (B)(6) 2023, the patient was treated for a thoracic aortic aneurysm. The physician had planned to implant a gore® tag® thoracic branch endoprosthesis, there was a large amount of calcium in the celiac artery, and shockwave was used to break it up. A serial dilation was performed up to 20fr in the left common iliac artery. The physician then attempted to insert a 24fr gore® dryseal flex introducer sheath, but resistance was experienced, and the sheath could not be advanced beyond the aortic bifurcation. The bifurcation measured 13, in diameter. The physician removed the sheath and then attempted to advance a dilator for a 26fr gore® dryseal flex introducer sheath. Again, resistance was felt, and the physician was unable to advance the dilator past the aortic bifurcation. A second physician attempted to advance the sheath by twisting, and excessive force was used. While observing on fluoro, the dilator was seen to bend. The dilator was removed and a pta balloon was advanced to try and open the iliac. Upon deflation of the balloon, a drop in the patient's blood pressure was seen. Angio showed a ruptured left common iliac where the aneurysm had been located. Two viabahns and a distal propaten graft were implanted to close the rupture. The patient was stable at the end of the procedure, and no attempt was made to implant the gore® tag® thoracic branch endoprosthesis, images were provided.

Manufacturer narrative:
Images were returned for evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: pre-implantation cta dated (B)(6) 2023. Heavily calcified aorta at the level of the celiac artery extending to the level of the sma. Calcium is in the center of the flow lumen proximal to the sma. There is solid chunky calcium just proximal to the sma. There is calcium at the level of the aortic bifurcation. Diameter is 12.4mm x 13.0mm. Both common iliac arteries are heavily calcified. Rci diameters range from ~5.4mm ¿ 7.5mm. Lci diameters range from ~5.6mm ¿ 9.3mm (proximal). External iliac artery diameters range from: o rei ¿ 5.5mm ¿ 5.9mm, o lei ¿ 5.2mm ¿ 6.3mm. Images provided do not allow for evaluation in relation to the reported complaint. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.